Event description:
It was reported that during exchanging of the guidewire, the wire perforated the distal middle cerebral artery (mca). The guidewire was removed and the patient was treated surgically. The patient was reported to be in critical condition post procedure.